Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a calcified lesion in the carotid artery. The supracore guide wire was advanced to the lesion without issue. When removing the interventional sheath, it was noted the distal portion of the guide wire was unraveled. The guide wire was removed without resistance and replaced with a new one to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported break was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It is likely that the reported break (unraveled distal portion of the guidewire) is related to operational context. It is likely that during handling of the guidewire during removal caused the coils to stretch and thus give the appearance of a break. There is no indication of a product quality issue with respect to manufacture, design or labeling.